Manufacturer narrative:
The actual sample was received for evaluation; however, it was unknown if it was contaminated by any infectious agent, therefore, the inspection was limited. Visual inspection of the actual sample in a plastic bag found that the shaft had been broken into two portions at approximately 110 mm from the distal end. The shaft was found to have been broken off slantingly. Simulation test: torque load was applied to a factory-retained guidewire sample to the clockwise and counterclockwise directions alternately until it got broken into two portions. Electron microscopic inspection of the core wire found that the broken end was flat, and a vortex-like pattern was observed on the broken surface. 90° bending load was applied to a factory-retained guidewire sample repeatedly until it got broken into two portions. Electron microscopic inspection of the core wire found that the broken end was slant, and a radial pattern was observed on the broken surface. The state of the broken end of this test sample was similar to that of the actual sample, therefore, it was assumed that the actual sample was exposed to a 90° bending load repeatedly, resulting in the breakage. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endotherapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope, instrument and/or endotherapy accessory. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. As a possible cause, it was conceivable that the actual sample might have been trapped in a hard object (e.g., concurrently used lithotripter or endoscope forceps elevator) and exposed to an excessive bending load, resulting in the breakage of the shaft. It was not possible to examine the actual sample thoroughly since it was unknown whether infectious or not, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of manufacturing records and product-release judgement records of the april-2021 lot (14k) confirmed there was no indication of anomaly in them. (B)(4).

Event description:
The user facility reported that the single use guidewire was used during the procedure. During the procedure to remove bile duct stone, when the guidewire was used in combination with jf-260v and a disposable lithotripter (both from olympus), the guidewire was fractured at approximately 10 cm from the distal end and the fragment fell in the body. The dislodged fragment was removed with biopsy forceps. Another guidewire was replaced, and the procedure was completed successfully. The guidewire was fractured, and the dislodged fragment was retrieved from the patient. The patient was harmed but non-serious. The patient's condition was normal. No other health problems have occurred.